Event description:
It was reported that the iab was inserted and performed well. Then the pump started alarming, and it was decided to switch pumps. The second pump alarmed also, so the iab was removed and replaced with no patient complications.